Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found no anomaly. Good, stable output was measure on all electrode pairs.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the internal neurostimulator (ins) was removed due to patient dissatisfaction with therapy. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-56, lot# v215937, serial#, implanted: 2009 (B)(6), explanted: product typ: lead, product ID 3888-45, lot# v238364, serial#, implanted: 2009 (B)(6), explanted: product typ: lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product typ: recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient. (B)(4).